Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 13.2mm vticmo13.2 implantable collamer lens, -14.00/+1.5/152 (sphere/cylinder/axis), was stuck in cartridge or injection system and was damaged. There was no patient contact or injury. Cause of the event was unknown.